Event description:
It was reported that the patient claimed that his inflatable penile prosthesis has never worked correctly and that he has been back to the physician at least four times for assistance. The patient stated that the physician says everything is fine. His complaints are: sometimes the device wont inflate at all. He has never been able to achieve a real erection. When he does get it to inflate, it is flimsy and when he tries to penetrate it buckles. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. Physician said that he re-taught patient how to use device. Follow up appointments are scheduled for patient.